Manufacturer narrative:
On (B)(6) 2017, the customer reported that the healthcare provider had adjusted the pump's basal and bolus settings. The customer no longer has had the low blood glucose issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the low 20s mg/dl. As the customer could not be awaken in the morning, the customer's spouse called the paramedics. The customer was treated with an intravenous glucose. The customer did not know the cause of the low bg and was to be meeting with a healthcare provider to discuss the low bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made a request for a food bolus with a correction bolus that left them with 20.5749 units insulin on board (iob). This bolus request was larger than all other requests made throughout the day. There were no erratic basal rate adjustments. If user miscalculated carbohydrate intake more insulin than intended will be delivered, and this could cause bg levels to drop.there was no evidence of device malfunction.